Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they have been receiving intermittent questionable ion selective electrode (ise) sodium results on their c311 analyzer for the last six months. The customer provided data for five patients, two of which had discrepant results that were reported outside the laboratory. The customer was unable to provide additional patient data. The customer stated they could change electrodes and re-calibrate, but the issues still occurs. Repeat testing was performed on another c311 analyzer with serial number (B)(4). The first patient's initial sodium result was 134 mmol/l. The repeat result was 141 mmol/l. The second patient, a 19 year old male, had an initial sodium result of 134 mmol/l. The repeat result was 140 mmol/l. The repeat results were considered correct. The customer stated they had sent out corrected reports in the past, but not for the patients' provided. There were no adverse events. The sodium electrode lot number was u19 and the expiration date was 12/31/2013. The field service representative found contamination of the sample probe. He replaced the sample probe and inspected the instrument. All the flow rates were within specification. After calibration and quality control, the ise and other assays were within specification. All mechanical and operational checks successfully passed.

Manufacturer narrative:
A definitive root cause could not be determined. It was noted the customer was not following the tube manufacturer's recommendations for sample clotting time. The instrument is now working to specification.